Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the left main trunk. Pre dilation was performed with a non bsc balloon catheter. An unknown stent was implanted. For post dilation the 12mm x 4.50mm nc quantum apex mr balloon catheter was advanced through a previously implanted non bsc stent. During inflation to 7 or 8atms a balloon rupture occurred. The 12mm x 4.50mm nc quantum apex mr balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.